Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture since implant. It was noted that the patient had a poor anatomy. Additionally, the right ventricular (rv) lead connector pin could not be fully inserted into the device header and insulation damage was noted. The lv and rv lead were explant and replaced. It was further reported that when the replacement device was connected, the lv setscrew could not be engaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.